Manufacturer narrative:
It was reported that the alarms were particularly quiet. The controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the unit failed visual inspection because it was noticed that the gore-tex membrane placed on the controller rear case was covered at some point with a foreign label. The gore-tex membrane, which allows air to penetrate the controller but not fluid ingress, enables equalization of pressure and ensures proper loudness of all alarms. This obstruction prevents the speaker from moving sufficiently to produce the required loudness. The sound level of the low and the high priority alarm was measured; results revealed that the values obtained are within the specifications limits. A possible root cause can be attributed to a foreign label which obstructed the gore-tex membrane. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) warns users that a controller with a blank display or no audible alarms should be replaced. According to the IFU, controllers are expected to function for at least one year. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the alarms emitted by the patient's controller were particularly quiet. The controller was exchanged with no reported patient consequences. No further information was provided.